Event description:
A zoll distributor contacted zoll to report that a pt passed away on (B)(6) 2014. Prior to passing, the pt received eight defibrillations. The pt's first five defibrillations were received at 15:22:41, 15:23:36, 15:24:11, 15:32:31 and 15:33:02. Treatments 1, 4 and 5 were appropriately delivered in response to ventricular tachycardia (vt), and treatments 2, and 3 were appropriately delivered in response to ventricular fibrillation (vf). The pt received three other treatments at 15:33:32, 15:34:05, and 15:34:30. Non-sustained ventricular tachycardia contributed to the false detections. Vf with CPR artifact was detected at 15:41:57, and the device was shutdown at 15:53:58. It was reported that the pt was out shopping at the time of the event but became unconscious at the time of treatment. CPR artifact in the pt's ECG strips indicates the presence of bystanders. The pt passed away later that day.

Manufacturer narrative:
Device eval of monitor sn (B)(4) is complete. As received, the monitor was fully functional and able to detect and treat pt. Device eval of electrode belt sn (B)(4) is complete. As received, the belt was fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4) - 01/2012 (reuse); electrode belt sn (B)(4) - 02/2008 (reuse).